Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 23 jul 2018. Medical records were reviewed for MDR reportability. Patient underwent a right tka with depuy cement. She then underwent a closed manipulation for decreased range of motion. Patient was then revised for ongoing pain and swelling. Intraoperative findings included synovitis, scarring, loose tibial component at implant-cement interface, tibial subsidence medially, a small fracture along the anterior tibia with no indication of cause, and a small proximal tibia metaphyseal cyst. Doi: (B)(6) 2015. Dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 6 december 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty secondary to severe degenerative joint disease, valgus deformity and tricompartmental changes. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2017: the patient underwent a revision of the right knee secondary to pain, stiffness, swelling and suspected tibial loosening. Intraoperatively, the surgeon found synovitis; scar tissue; gross tibial loosening at the cement to implant interface; a small crack in the anterior tibia with no intervention noted; and a small anteromedial proximal tibial metaphyseal cyst. Although the femoral component was well fixed, the surgeon opted to remove it anyway. There were no intraoperative complications. Pmh: atrial fibrillation, pacemaker, sleep apnea, severe degenerative joint disease (right knee). Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - update (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrected: g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.